Event description:
On 3rd august, 2021 getinge became aware of an issue with lucea 50/100 surgical light. The spring arm's cover was missing. Additionally, the light head cover was damaged and there was a potential for particle to fall. There was no injury reported, however, we decided to report the issue in abundance of caution as the fall of any parts into sterile field may cause contamination. Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with lucea 50/100 surgical light. The spring arm's cover was missing. Additionally, the light head cover was damaged and there was a potential for particle to fall. There was no injury reported, however, we decided to report the issue in abundance of caution as the fall of any parts into sterile field may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as part of spring arm were missing and cover was cracked, and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. According to the picture provided, the plastic top cover is deteriorated in the corner and a broken part is missing.the damages were probably caused by a collision. The cover involved was not returned for evaluation. A new cover available as spare parts in the kit ard368609996 must be installed in order to replace the cover damaged and to avoid any incident. To prevent any safety issue the instruction for use lucea 50/100 # IFU 01741 mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check. We believe that overall the devices on the market are performing correctly. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of describe event or problem section. This is based on the result of internal review. #b5: previous describe event or problem: on 3rd august, 2021 getinge became aware of an issue with lucea 50/100 surgical light. The spring arm's cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as the fall of any parts into sterile field may cause contamination. Corrected describe event or problem: on 3rd august, 2021 getinge became aware of an issue with lucea 50/100 surgical light. The spring arm's cover was missing. Additionally, the light head cover was damaged and there was a potential for particle to fall. There was no injury reported, however, we decided to report the issue in abundance of caution as the fall of any parts into sterile field may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with lucea 50/100 surgical light. The spring arm's cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as the fall of any parts into sterile field may cause contamination.